Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after the implant of an implantable pulse generator (ipg), the patient had a hematoma. The hematoma was cleaned up. The ipg remains in use. No further patient complications have been reported as a result of this event.